Event description:
A vigilance report was received with the following event description: the defibrillator charged but did not deliver shock. The autotest did not reveal any anomaly. Another defibrillator was made available and used. Pt details and pt outcome were not reported. The report indicates there were no adverse affects to the pt related to the reported event.